Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported experiencing an anterior capsular tear resulting in an unplanned vitrectomy in the patient¿s operative eye during the nucleus removal of a white cataract extraction procedure. The account indicated a catalys laser system was used to perform a capsulotomy and fragmentation lens removal. The anterior capsulotomy was completed by using visionblue staining solution. Additional information was received indicating a phacoemulsification unit had been used for the capsule removal. The post-operative status of the patient is a return for retina surgery to remove the lens fragment.

Manufacturer narrative:
Pt gender: patient sex was not provided. Serial number was not provided as it is unknown which unit was used. The surgery center had three signature units. Signature unit serial numbers: (B)(4). Device manufacturer date is not provided as specific serial number was not provided. The 3 units that account and manufacturing dates are: serial no. (B)(4)- 07/26/2012,serial no. (B)(4)- 07/05/2012 serial no. (B)(4)- 07/23/2012. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.